Event description:
Patient developed an infection .revision surgery occurred to exchange the poly insert.

Manufacturer narrative:
Patient developed an infection. Revision surgery occurred to exchange the poly insert. Review of the device history record indicate that the device was manufactured to specification. All sterilization requirements were met.